Event description:
The customer obtained a false positive total b-hcg result on one pt sample. The replicate sample and retested sample generated negative results. The result was not reported to the floor. A false positive total b-hcg result may lead to inappropriate physician action. There was no report of pt harm as a result of this event.